Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that there was a breach in the transformer housing. There was not a report of fire, spark or injury. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to be cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump had a breach exposing the underlying electronics which is safety risk.